Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was noted by the customer during testing, that the unit will not power up. There was no report pt involvement.